Event description:
It was reported that the pt expired. The cause of death was unk. It was noted that the pt was in hospice. No relationship of the pt's death to the infusion therapy was reported. The drug contained in the pump was not reported. Additional info has been requested, but was not available as of the date of this report.